Event description:
Procedure type: liver resection. According to the reporter: the device and cartridge were used to occlude the right haptic vein. After 10 mins following application, the staple line on the pt side opened up to a significant extent. Massive blood loss led to cardiac arrest. Cardiac output lost-resuscitation and control of ivc regained cardiac output. Control of the inferior vena cava by suture performed.

Manufacturer narrative:
(B)(4).